Event description:
The customer requested service and reported that the iabp displayed a maintenance required code but does not remember that number it was. The staff was able to swap out the iabp without injury to the pt. The customer did not have pt info available at this time but will be able to have the info for the technician.

Manufacturer narrative:
The company rep visited the customer facility. The data logs showed multiple autofill failures code d0 (failure to reach first surveillance purge level in 1 second, or 14 second iabp purge time-out). The purge valve assembly ((B)(4)) and blood detect tubing ((B)(4)) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The complaint is still under investigation. We are following up with the company rep to obtain the pt info. The replaced purge valve assembly and blood detect tubing is being returned to the manufacturing facility in (B)(4) for eval. The device history record for the iabp involved in the event was reviewed. Thee are no non-conformances related to the reported event. A follow-up medwatch will be submitted when new info becomes available. (B)(4).